Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had off no power alert. The customer¿s blood glucose level was unknown. The customer reported that they did not receive a low battery alert prior to the off no power alert. The customer stated that the second occurrence of off no power without a low battery warning. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will not be returned for analysis.